Manufacturer narrative:
(B)(4). Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify device heating, perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was overheated. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.